Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review x-ray pictures are part of the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on (B)(6) 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: the actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hip sem ref# (B)(4)) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
A journal article was received: the purpose of this study was to report the clinical outcome of revision total hip arthroplasty (tha) with the use of a modified extended trochanteric osteotomy (eto) in pff treatment. There were 43 cases between 2000 and 2014 were analyzed. Clinical and radiographic evaluation was performed with a mean follow up of 40 months. Among 43 cases, six patients (15%) developed postoperative complications from the journal article, it was found that a patient had revitan stem implanted on unknown side and unknown date. The patient experienced progressive subsidence at the fracture site and was revised on unknown date. Reference: "ladurner a, zurmühle p, zdravkovic v, grob k, modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures of the femur, thejournal of arthroplasty (2017), doi: 10.1016/j.arth.2017.02.079."

Manufacturer narrative:
Missing information was requested from the author of the journal article. It was explained to zimmer gmbh that the required data cannot be provided. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: the trend analysis could not be reviewed as no item number was available. Review of event description: in the journal article "modified extended trochanteric osteotomy for the treatment of vancouver b2/b3 periprosthetic fractures of the femur" it is reported that a patient underwent revision surgery due to non-union at the fracture site due to progressive subsidence up to 32mm in the first six postoperative months. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea : aseptic loosening due to insufficient primary stability due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Aseptic loosening due to insufficient secondary stability => possible: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received, therefore cannot be excluded. Aseptic loosening due to incorrect distribution of load due to design leading to stress shielding => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to wrong selection of distal and proximal part, planning, operation technique and use of instruments => possible: as no reference and lot numbers nor the surgical report were provided for investigation, it cannot be excluded. Migration and/or loosening of implant due to surgeon unfamiliar with the correct indications and contraindications => possible: the surgeon is familiar with the implantation of revitan stems. However, it cannot be excluded, that he is unfamiliar with the correct indications and contraindications. Migration of stem short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen) => possible: as the reference and lot numbers of the implants used are unknown, we cannot exclude an incorrect selection of the size of the implant. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore cannot be excluded. Loosening of previously well fixed stem, damage of bone due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Loosening or fracture of implant due to insufficient bony support of implant => possible: as no x-rays were shared and bone condition is unknown it cannot be excluded. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to incorrect selection of rasp size => possible: as the reference numbers of the rasps and implants used are unknown, we cannot exclude an incorrect selection of the rasp. Conclusion summary: since the event is imprecise and neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The purpose of the study was to report the clinical outcome of revision total hip arthroplasty with the use of a modified extended trochanteric osteotomy in periprosthetic femur fractures. This treatment is known as challenging, high rates of complications and re-operations are reported throughout the literature. Furthermore, patients' preoperative medical condition may have influence on the postoperative outcome. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. An exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).